Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration 1000mcg/ml; dose 287mcg/day) via an implantable infusion pump. Patient history included non-malignant pain. In (B)(6) 2015 the patient fell from a ladder and the pump caught on one of the rungs. The patient's full weight hit the pump when he fell. The pump was currently moving in the pump pocket, was free floating, and was no longer inside of the pump pocket. No pain, bruising or swelling was present at the pump site; however, the patient did have a sudden onset of increased pain. The patient had a "shocking pain" up and down his spine. No interventions had taken place as of the date of the report. The patient had an appointment scheduled with the healthcare provider (hcp) on (B)(6) 2015, and was told this was the soonest appointment, otherwise the patient could go to the emergency room (ER). Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.